Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample was received. Original customer complaint was retracted by the customer. The customer no longer believes there is an issue with the device and the complaint did not impact the patient. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the infusion of blood was not transfused. The clinician had to take the blood bag out of the pressure chamber and press the blood bag. The customer does not believe the reported incident was caused by this device but by a catheter. The customer will continue to use the instrument as they view the issue as resolved and instrument to work without issues. No patient injury was reported.